Manufacturer narrative:
The distal portion of a partial lead measuring 38.4 cm was returned in one piece. The event of lead noise and low impedance were confirmed. Final analysis found insulation degradation exposing the outer coil and abrasion on the inner insulation exposing the inner coil at 36.9 cm and 36.8 cm from the distal tip.

Event description:
It was reported that the asymptomatic patient presented for lead extraction procedure due to low impedance and noise on the right atrial lead. Upon interrogation of the device, auto mode switch episodes were observed. The cause of noise was not known. The lead was extracted and replaced successfully. The patient was normal before, during and after the procedure.